Event description:
It was reported that the bd veritor¿ sars-cov-2 and flu a+b produced discrepant results that came back negative after reinserting the cassettes. There was no indication that results were reported, and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "customer reports that cassettes show additional lines and after reinserting the cassette the results change for cat 256088 lot 1194834." "Per customer, they had multiple instances of specimens with multiple lines and an extra line before inserting in the analyzer but result is negative. Customer then removes and reinserts the devi and then the result changes."

Manufacturer narrative:
H6: investigation summary : this statement is to summarize the investigation results regarding the complaint that alleges cassettes show additional lines and discrepant results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1194834. Bd quality performs a systematic approach to investigate cassettes show additional lines and discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd veritor¿ sars-cov-2 and flu a+b produced discrepant results that came back negative after reinserting the cassettes. There was no indication that results were reported, and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "customer reports that cassettes show additional lines and after reinserting the cassette the results change for cat 256088 lot 1194834." "Per customer, they had multiple instances of specimens with multiple lines and an extra line before inserting in the analyzer but result is negative. Customer then removes and reinserts the devi and then the result changes."